Manufacturer narrative:
The neoblue 3 unit (serial #: (B)(4)) was returned to natus and evaluated by natus factory service. The complainant had reported that the blue leds were not illuminating, but factory service was unable to duplicate the reported failure; all blue leds were illuminated. The led board in the neoblue 3 unit was replaced in order to resolve a finding by natus factory service that some yellow leds were not illuminating, and the unit passed a functional test protocol after the repair. The repaired unit was returned to the complainant. The complainant was sent a questionnaire by natus technical service on two occasions in order to obtain additional information regarding the event. The complainant did not respond to these follow-up communications, and the investigation was closed.

Manufacturer narrative:
A review of the units' DHR, confirms the unit passed all testing requirements and met product specifications prior to being shipped to customer. A review of the product's printed circuit board assembly drawing specifies the led pcba should meet ipc-a-610 requirements. From the factory service notes, the technician found that strings of yellow led lights are turning off or become dim. Both issues (blue leds turning off and a string of yellow leds off) are caused by a faulty led pcba. The led pcba was replaced and both issues were corrected. In addition, the technician verified the "high/low" switch was functioning as expected. Preliminary investigation results show root cause of the failure was a faulty led pcba. Investigation is currently ongoing and has not been closed. When additional information becomes available, a supplemental MDR will be submitted.

Event description:
Customer reported that the blue led lights on their neoblue 3 system had shut off during treatment. Only the yellow leds remained illuminated. The representative stated that the patient may have been without treatment for as long as six hours, however no degradation in the patient's condition was noticed. No other negative events were noticed such as smoke, fire, or injury to personnel per the representative. The service technician confirmed that additional neoblue 3 systems were available at the facility to treat the patient. The investigation is ongoing.